Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: black box shows no evidence of short battery life, battery compartment and battery cap are undamaged able to fit securely - ¿ez-prime¿ steps were performed correctly, all currents draw are within specification, unable to duplicate ¿short battery life¿ complaint. The pumps¿ cover was removed, no intermittent condition was found to the cgm module or to the printed circuit board.